Manufacturer narrative:
Complaint confirmed, the hex drive feature was found to be twisted and broken. Dimensional analysis of available critical features and material analysis reveals the device met specifications. Likely causes of the event include continually applying torque when the implant is not advancing, prying/leveraging the device, shallow engagement depth.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
An arthrex employee has reported that while implanting a shoulder prosthesis the screw driver was stuck and broke off. The surgeon was not able to retrieve the part out of the patient. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.